Manufacturer narrative:
Device analysis: the pump was returned to the manufacturer and investigated by product analysis on 07/21/2017 with the following findings: review of the black box data revealed unexplained power on reset events recorded. On examination, the battery compartment was confirmed to be cracked and there was visible moisture corrosion inside the battery compartment. The battery cap that was returned with the pump had stripped threads and was confirmed to not be able to secure to the pump properly. The alleged power complaint was duplicated using the returned battery cap on the pump. A test battery cap was able to fit on the pump properly and maintain electrical connection for testing. With the test cap in place, the pump powered on and was exercised for 24 hours without further interruption in power. Leak testing of the pump revealed moisture leakage into the battery compartment through the crack in the battery compartment. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump's interior components.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the pump demonstrated intermittent power issues and that the battery compartment was cracked. The battery cap reportedly does not tighten properly to the pump. The reporter states that it has been 13 or more months since the battery cap had been replaced. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.